Manufacturer narrative:
(B)(4). Event date unknown, assumed the 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure some of the clips would not stay. It was not reported how the procedure was completed. There were no patient consequences reported.